Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. It is unlikely that the problem will occur in clinical use and cause critical harm. It is possible that a user could exceed their preset cumulative dose limit and no message would be presented informing them that the dose limit has been exceeded. In addition, the system will allow orders that exceed the cumulative dose limit to be approved. In order for the problem to occur, a single dose limit must first be exceeded and adjusted. If the single dose limit was exceeded, the user would likely be looking at the cumulative dose limit as well to make sure it was not violated. Also, the user must be approving more than one medication for the first cycle to trigger the error. Should a medication have a cumulative limit, it would not be scheduled to be exceeded. In addition, there are inconsistencies in the workflow that the customer would notice. If the cumulative dose limit is configured without a co-sign, approval should not be allowed. If the cumulative dose limit is configured with co-sign, and this co-signature requirement is not being enforced, this should also alert the user to a problem. Finally, there are multiple checks on every medication dose a patient receives - from the physician, pharmacist and infusion nurse which should also detect any dosage errors. The cumulative dose alert not displaying only occurs when approving more than one medication for the first cycle. When a care plan is created, should a medication have a cumulative limit, it wouldn't be scheduled to be exceeded under reasonable dose calculations for patients, particularly in the very first cycle.

Event description:
During elekta internal investigations it was found that over cumulative dose message is not displaying when order with cumulative dose limit is highlighted on cws (clinician worksheet) and approving a cycle.